Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was returned for analysis. A functional evaluation was performed and the reported image issue was confirmed due to a failure on the electrical connector of the charged couple device (ccd). The issue was confirmed. The fault was caused by electrical faults with the electrical connector - ccd. This component fault affected the image. Therefore, the most probable root cause is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy performed on (B)(6) 2018. According to the complainant, during the procedure, the center image had a bright color. The anatomy of the patient was not visible when the center image turned bright. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.